Event description:
A doctor alleged that multiple patients had experienced sensitivity after placement of the sonicfill product.

Manufacturer narrative:
Specific information with regard to patient gender, age, weight, and number affected were not provided by the doctor. The patients returned to the office and the doctor removed the sonicfill material. The restorations were replaced using a different composite material, without further incident. Multiple attempts were made to contact the complainant in order to obtain further incident information; however, the complainant has remained unresponsive. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.